Manufacturer narrative:
The user received a sensor replacement alert on 15 september 2025, day 29 after insertion. The RMA was authorized for the return of the sensor for further investigation. Upon receipt, in-house testing of the returned sensor showed no malfunction. A review of dms data showed that the early sensor replacement alert was triggered due to a sudden reduction in the reference signal, which may indicate dimming of the led inside the sensor. However, this failure mode could not be reproduced during returned product analysis testing. The potential root cause of this failure mode may be related to an issue with the sensor electronics, such as an intermittent led short. The user was offered a sensor replacement as a resolution. B4.date of this report 15 dec 2025. G3.date received by the manufacturer? 15 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.